Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions at 9.1-11.3cm and 11.8-15.5cm from the distal tip. Another internal insulation abrasion was found at 8.9-10.7cm from the distal tip. External insulation abrasions were found at 7.3-8.6cm and 35.6-36.1cm from the distal tip consistent with friction to another implanted device or heart structure. The etfe coating was intact at all locations. The is-1 inner coil was exposed inside the external abrasion region. This could have contributed to the impedance issue.

Event description:
Patient presented for a baseline fluoroscopy and the fluoro showed externalized conductors. The patient is pacer dependent. During pre-op, rv pacing lead impedance had decreased. The lead was explanted and replaced.